Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor connection issues after two days of use, resulting in signal loss and failure to transmit data to the ilet system; troubleshooting and education were provided, including toggling settings, restarting, and re-entering the pairing code to restart the pairing process. Symptoms included no device-generated alerts or alarms and loss of cgm data availability. Outcomes included temporary interruption of cgm data and reliance on troubleshooting without clinical intervention or hospitalization. Investigation included remote customer support guidance and user-performed steps to reinitiate pairing. Investigation of this case revealed that the connection disruption was consistent with a cgm pairing or communication issue, with the responsible device not identified, and that restarting and re-pairing were appropriate corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was user-level connectivity disruption addressed through standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.